Event description:
(B)(4). Since essure I suffer from sharp stabbing pelvic pain bloating severe cramping excessive bleeding during period bacterial vaginosis night sweats mood swings pmdd depression anxiety loss of sex drive.